Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer added that the sensor is not connecting to the pod. As a result, the customer reported they are now in the hospital due to this issue. No further information was provided as the customer hung up the call. There was no report of death or permanent impairment associated with this event.